Manufacturer narrative:
Siemens' investigation of the table top showed that the internal structure of the table top is damaged, which resulted in its physical instability. The table top has since been replaced and there have been no reports of the same issue. Customer address: (B)(6).

Event description:
The customer reported to siemens on (B)(6) 2016 that the table top sags down up to 2 cm. The table moves approximately 1 cm, with a little force by hand. The customer stated that with patient weight and the successive inclination of the table top, it is possible that treatment could be applied to the incorrect target volume. However, there is no report of injury or mistreatment to a patient. This reported issue occurred in (B)(6).